Event description:
The customer reported that a death occurred while an avalon fm30 fetal monitor was in use.

Manufacturer narrative:
The customer reported that a death occurred while an avalon fm30 fetal monitor was in use. The available info gives no indication that the use of this monitor was a factor in the death. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).